Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the tachycardia therapy of this cardiac resynchronization therapy defibrillator (crt-d) was turned off. Additional information was obtained from the field representative who confirmed that the tachycardia therapy was intentionally programmed off as the patient had undergone an atrioventricular node ablation procedure. However, the electrophysiologist inadvertently forgot to turn the tachycardia therapy back on after the surgery. A field representative went to the patient¿s house and reprogrammed the device's tachycardia therapy to on three days post-surgery. The crt-d remains in service. No adverse patient effects were reported.